Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of damaged capsule and zonules, cannula shooting off syringe into eye; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached by the customer were reviewed by the manufacturing site. Photos show a packaged cannula with reported lot number. Reported issue cannot be confirmed from photo. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that post implantation of the intraocular lens in the patient's eye, surgeon inserted needle to the incision and noted that the fluid came out of the eye. After viewing under the microscope it was found that the needle was stuck in incision and was later removed it from the same surgery, the patient had to perform an additional surgery of vitrectomy to remove the intraocular lens as a treatment, also patient experienced damaged capsules, zonules, bag complex dislocate.